Manufacturer narrative:
The cause of the peritonitis was due to constipation. On the same day as peritonitis onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis with vancomycin, 2 grams and fortum, 2 grams (routes and frequencies were not reported). On an unreported date the antibiotic courses of antibiotics were completed. On an unreported date, the patient¿s peritoneal dialysis (pd) effluent fluid was clear and the patient was reportedly doing well. Thirteen days after being admitted the peritonitis was resolved, the patient was recovered, and the patient was discharged from the hospital. As the cause of the peritonitis was reportedly due to constipation, baxter pd disposables are no longer considered suspect products in this event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of the event and the patient's recovery status were unknown. The patient was not treated with medication for the peritonitis event. Action with dianeal therapy was not reported. No additional information is available.